Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found a plunger pin stuck in position #12. Fse replaced the tip and plunger clamp and verified the repairs. The instrument was tested without further problem, and was returned to expected operation.